Event description:
Boston scientific received information that this patient had right ventricular (rv) loss of capture at the first follow-up appointment after the implant procedure. High pacing threshold measurements were observed with rv loss of capture at maximum output with normal impedance measurements. Perforation was also confirmed. A lead revision procedure to reposition the lead was performed successfully without further complications and found no evidence of pericardial effusion from the perforation. The lead remains implanted in the patient at this time.

Manufacturer narrative:
This report will be updated should pertinent information be received.